Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report six of seven for the same event, reference 0002184052-2016-00219 through 0002184052-2016-00225.

Event description:
It was reported during a l2-l5 mis tlif after compressing, the surgeon went to torque down and the set screws (closure tops) sheared off. There was a surgical delay of approximately 30 minutes because the surgeon had to remove the rod to remove the screw. The surgeon implanted a new screw and re-inserted the rod and new set screws (closure tops).

Manufacturer narrative:
The returned screw was examined. The tulip threads were damaged consistent with a misalignment between the tulip and extender sleeve, and the tulip was dissociated from the screw shaft. The complaint is confirmed. A review of the manufacturing records did not identify any issues which may have contributed to this event. This issue is being investigated via CAPA.